Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s proclaim xr had reached end of life via social media. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken to replace the proclaim xr with an eterna on an unknown date. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.